Event description:
Pump declared a malfunction alarm during the loading process, specifically alarm 20. There was no adverse impact to the customer¿s blood glucose level. To address the issue, the pump was replaced. The customer was informed of the replacement and instructed on returning the faulty pump. No additional information was provided regarding the backup therapy the customer would use to maintain insulin delivery.